Event description:
Product manufacturer reference number: 1627487-2019-08510. It was reported that the patient's had new leads implanted (B)(6) 2019 and has effective therapy post operatively.

Event description:
It was reported the patient experienced an episode of nausea which led to violent vomitting. Where in the patient stated experiencing faint parasthesia "little buzzing" due to lead migration. As a result, the system was explanted.